Manufacturer narrative:
(B)(4). G2: foreign - event occurred in canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported a patient had an initial left total hip arthroplasty. Subsequently, developed pain and elevated serum metal ions and underwent a revision approximately 3 years post-implantation. During the procedure, found evidence of infection and cultures were positive for staph aureus and calcar resorption, changing the procedure to a two stage revision. All components were revised and the patient required two units of rbcs due to blood loss. It was reported that no further information could be provided.